Event description:
It was reported that there was noise seen by the device, which could be reproduced with pocket manipulation. Lead oversensing was also noted. Because of uncertainty as to whether it was the lead or the device that was causing the noise, the lead was capped and replaced, and the device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.